Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples did not produce a result on their coagulation instrument(acl top 500) and low rbc's were observed in the tube. The samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 15-oct-2024 the following fields were updated due to a correction: h6: event problem and evaluation codes: imdrf annex a grid : a0907 - no device output (1435) investigation summary bd received six hundred and seventy-four (674) samples and one (1) photo for investigation. The photo was reviewed and showed the shelf pack label of the complaint product. Customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no issues were observed. Additionally, five (5) customer samples were randomly selected and evaluated by functional testing and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of red blood cell count not correlating to the hemoglobin result. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples did not produce a result on their coagulation instrument(acl top 500) and low rbc's were observed in the tube. The samples were recollected. There was no other health impact or consequences reported.